Manufacturer narrative:
UDI I and PMA/510k are unknown. No information has been provided to date. No product sample or photograph was provided for investigation, therefore no evaluation could be conducted. A review of manufacturing device history records for the reported lot number found no observations recorded during manufacture to suggest the reported issue would occur with this lot of product. Based on the available information, the investigation could not confirm the reported complaint or attribute a root cause. If the product is returned, the manufacturer will reopen this complaint for further investigation. No actions have been taken at this time.

Event description:
It was reported that the device was faulty and that by pressing the pear the manometer returns to zero. There has been no report of patient involvement or no observable clinical symptoms or a change in symptoms identified in the patient.